Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 the patient stated that she first noticed signs of infection approximately one day after removing her last sensor. Due to the skin infection, she decided not to insert another sensor. She sought medical evaluation on (b)(6) 2026 at approximately 1:30 PM. During this initial visit, no medications were prescribed. Her physician advised her to apply warm compresses and continue monitoring the affected area. During a follow-up visit on (b)(6), the patient was prescribed an oral antibiotic Doxycycline 100 mg twice daily for 10 days to treat the infection. However, she reported no improvement following this course of treatment. At her third and most recent visit on (b)(6) 2026 her physician prescribed Amox-clav 500 mg/125 mg (Augmentin) tablets twice daily for 10 days. She reported that she was still taking the medication and had begun to notice improvement in the infection. The physician also scheduled an ultrasound for (b)(6) 2026 to rule out any underlying complications, including the possibility of a retained sensor needle fragment. A follow-up call was made on (b)(6) 2026 to confirm the ultrasound results and determine whether any additional treatments or medications had been provided. However, the patient stated that she had canceled the ultrasound appointment because the infection had almost completely resolved. The patient also confirmed that she has not resumed using the Dexcom sensor and is currently not using the device. There was no documentation of further medical intervention. No other details were provided. At the time of the report, there was no change in the patient¿s condition. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).